Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient's parent stated that on (B)(6)2023 at around 7:00pm, the pediatric patient was having a birthday party and the parent noticed the patient was having a seizure. The patient's parent stated the patient started crying, was uneasy, sweating and panicky. The patient lost consciousness and the patient's parent immediately administered the patient with glucagon nasal spray. It was reported that the cgm was displaying 54 mg/dl and going down during the event; however, it did not provide an alarm. The patient's parent called 911 and prior to the paramedics arriving, the patient regained consciousness from the glucagon nasal spray. When the paramedics arrived, the patient was transported to the hospital and was treated with IV therapy. After a few hours of observation in the emergency room, the patient felt better. The patient was discharged from the ER early the following morning. At the time of the report, the patient was at home recovering. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.